Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that they were using their device on a patient and the device failed to recognize the patient's pulse and incorrectly instructed the users to perform CPR. As a result, the device may not make the correct defibrillation decisions which may lead to defibrillation therapy being delayed or unavailable, if needed. The patient involved in the reported event is deceased; however, the customer confirmed the device use did not impact the outcome of the patient.

Event description:
The customer contacted stryker to report that they were using their device on a patient and the device failed to recognize the patient's pulse and incorrectly instructed the users to perform CPR. As a result, the device may not make the correct defibrillation decisions which may lead to defibrillation therapy being delayed or unavailable, if needed. The patient involved in the reported event is deceased; however, the customer confirmed the device use did not impact the outcome of the patient.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.